Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer and the switching board were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while upgrading to a new version of software the image acquisition system (ias) computer became unresponsive and the representative was unable to complete the upgrade.